Event description:
According to the information received, the (B)(6) male underwent a laser ablation procedure. The probe was inserted into the patient per current instructions for use and the system was activated. However, the images were blurry and the software would not allow the physician to proceed with the case. Upon removal of the probe from the patient, the probe lens was not attached to the probe. Mr imaging confirmed the lens was inside the skull just under the dura. A secondary procedure was performed via the same burr hole to remove the probe lens. The patient made a full recovery and no follow-up was required.

Manufacturer narrative:
The probe was returned for investigation. There was no apparent damage to the lens or the shaft. We have inititated corrective action related to the probe lens detachment.